Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The left plunger case top screw boss was broken off; battery door was cracked at screw holes; MRI label unreadable; event history log (ehl) showed: force sensor test error. The reported problem of system failure was actually force sensor test. Power up process, check and test force sensor were performed. Force sensor test error was not duplicated at power up process, all the readings of force sensor were within the required specifications. The root cause of the issue was deemed a result of the customer's physical damage to the device; broken screw-boss on the left plunger case which was the causing of the intermittent of force sensor test. Actions(s) taken to mitigate the reported issue(s): replaced left plunger case, performed force sensor calibration and all functional tests passed.

Event description:
It was reported that the pump had a system failure. No patient injury was reported.